Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000115562.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were replaced to address the issue. It is unknown which lead migrated. Additionally, it was reported that during the lead replacement the ipg was placed into surgery mode and the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, the ipg was also replaced on (B)(6) 2025 to address the issue.